Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the customer reported that the touch screen was "sticking". There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.